Event description:
It was confirmed that the target vessel was treated by balloon only during the revascularization that occurred on the same day as the index procedure.

Event description:
Pt had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. After conclusion of the procedure the pt experienced intense chest pain and was brought back to the cath lab where stent thrombosis was confirmed. Associated clinical signs and symptoms were angina, myocardial infarction & ischemic ECG changes. The investigator indicated that the reported event was definitely related to the study device/procedure. (Ref MFR # 9612164-2011-01089).

Event description:
The reported myocardial infarction (mi) was related to the target vessel. The investigator indicated that the reported mi event was definitely related to the study device.

Manufacturer narrative:
(B)(4): (stent thrombosis/myocardial infarction).

Event description:
The second endeavor sprint drug-eluting stent implanted during the index procedure was placed in the 1st diagonal branch. It was also indicated that a side branch occlusion occurred in the lad on the day of the index procedure. (Ref MFR # 9612164-2011-01089)